Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was no longer working. The device had a fluid loss and would not pump up. The patient underwent a replacement procedure in which all components were explanted and replaced. There were no patient complications.